Event description:
It was reported that a patient underwent surgery for breast implants. Three days postoperatively, the patient experienced erythema around her incisions. The patient was given one gram of intramuscular ceftriaxone and oral sulfamethoxazole/trimethoprim. The next day, with worsening erythema and itching, the patient was seen in the emergency room. All the incisions were erythematous and pruritic, but not tender. Vesicles, similar to those seen with poison ivy, were visible throughout all incisions, extending only to the area where topical skin adhesive was applied. An area where the topical skin adhesive had dripped on the lateral side of the breast was also erythematous. An infectious disease specialist was consulted. The surgeon and infectious disease physician agreed that the erythema was an allergic reaction to the topical skin adhesive. Removal of the skin adhesive was attempted, but the incision began to separate. Hydrocortisone ointment was prescribed for the rash and to dissolve the skin adhesive. A methylprednisolone dose pack was prescribed. Bactrim ds was continued for one week because of the broken skin and the danger of superinfection. Within six hours of receiving steroids, the erythema and pruritis were improved. Seven days post-operatively, the patient's sutures were removed without incident. On post-operative day 13, itching began again laterally. The patient was injected a single 40 mg dose of depo-medrol and she also took a 20 mg oral dose of prednisolone. The itching ceased within hours of these final treatments and the patient recovered without further incident.

Manufacturer narrative:
(B) (4). (B) (4). Allergic reaction. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted for one pt. See also medwatch 2210968-2010-00355. The same patient is represented in each medwatch.